Event description:
The pt received her scs system on (B)(6) 2010 consisting of an ipg and two leads. On (B)(6) 2010, it was reported that the pt underwent a surgical procedure to replace the leads which had previously been removed due to a suspected infection (see MFR report #s 1627487-2010-03062 and 1627487-2010-03063). During the surgery, the physician noticed discolored fluid in the ipg septum and decided to replace the ipg as well. The pt reportedly regained effective stimulation following the implantation of the new ipg and leads. The explanted ipg was returned to the MFR on (B)(6) 2010.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Analysis revealed that the returned ipg was not functional. Indication of a battery leak was observed upon opening of the device. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.